Event description:
Pump was explanted due to infection.

Event description:
The hcp reported the pt presented with signs of an infection of t he device pocket including redness, swelling, and incisional wound opening. A culture of the device pocket was done. The results were unk to the reporter. The pt was treated with IV antibiotics and total device system explant. The infection resolved. The pt experienced a drug withdrawl symptom of spasms.